Event description:
Surgeon reported a break in sterile field due to poor medline gloves, concerned that this possible exposed the patient and self. The surgeon reported that this happened multiple times in multiple different or surgeries during the day. Recurring issues reported by multiple surgeons, and perioperative staff regarding the poor quality of medline surgical gloves, concerning a potential risk for patients and staff.